Event description:
It was reported that the user experienced hypoglycemia while attempting to replace a libre 3 plus sensor and while using a cd 23-inch infusion set with the ilet bionic pancreas; the user believed the pump¿s overnight correction after an unannounced dinner contributed to the low and referenced a lowest value of 44 mg/dl from a report rather than a fingerstick or cgm reading. Symptoms included no reported clinical manifestations. Outcomes included self-recovery without medical intervention, no outside assistance, and subsequent stabilization of blood glucose. Investigation included troubleshooting and education regarding unannounced meals, correction dosing, and sensor replacement timing. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.